Event description:
Customer reported issues with their pump, including rapid battery depletion requiring frequent charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from cts and is out of warranty, currently in the process of obtaining a new device. No additional information was received regarding the outcome of the event.